Manufacturer narrative:
(B)(6)2021 concomitant product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Poked skin. Brush head comes off while brushing. Consumer e-mail stated the brush head was coming off while brushing. No serious injury was reported.